Event description:
The tip of clean brush fell out from egd scope when md attempted to insert 360 clip into scope channel. The tip of brush was removed carefully by using snare. No injury was noted. Ths is the second occasion where the tip of the cleaning brush broke off inside the scope (first occurrence filed under separate report a couple of weeks ago). A third unopened package was noted to have the tip broken off of it while still in the packaging.